Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 17:36:27. During night drain cycle 26, the patient's ultrafiltration reading was 838ml, indicating the home patient (hp) drained 838ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4) . Additional method: evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.